Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012403068 was returned and analyzed. Visual inspection of the handle identified a kink at the side port tube. No additional visual anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The native dilator was inserted into the sheath and retracted several times. The native dilator was snap-locked to the sheath and was tight. The performance test with a leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.222 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0223 psig and in an acceptable range. In conclusion, the sheath did not pass the returned product inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a pulse field ablation procedure, the sheath was defective as the dilator could not be inserted into the lumen of the sheath. The sheath was replaced which resolved the issue. There was no patient involvement.